Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2022-06407, 1627487-2022-06406. It was reported the patient experienced ineffective therapy due to their drg leads migrating. Surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was established post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.